Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two fox sv dilatation catheters referenced are filed under separate medwatch reports.

Event description:
It was reported that the patient underwent a procedure was to treat a target lesion in the heavily calcified right superficial femoral artery. The first fox sv dilatation catheter (849182) was advanced to the target lesion and inflated; however, the dilatation catheter balloon ruptured at less than nominal pressure (6 atmospheres). The device was removed without difficulty and a second fox sv (849194) was then advanced. The second fox sv was then inflated; however, this one also ruptured at less than nominal pressure and was removed without difficulty. A third fox sv (849200) was then advanced and inflated; however, this one also ruptured at less than nominal pressure. The device was removed from the patient anatomy without difficulty. Per physician statement, the ruptures are likely due to the heavy calcification. There was no adverse patient effect and no clinically significant delay. No additional information was provided.